Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. Customer informed error reproduced. Checked the machine and ran the machine for 3 hours no issues detected.kept the machine under observation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(6). Getinge field service engineer (fse) found checked the machine and found the issue with front end board.calibrated the front end board.problem remains same.needs replacement of front end board. Replaced the front end pcb with new one.checked functionally.found ok. Handed over the machine in working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit shows electrical failure code -54. There was no patient involvement.